Manufacturer narrative:
No sample nor pictures available for evaluation. The customer has declined to provide email. Therefore, no root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the patient circuit w/o peep w/water trap, 22 mm spu (10/pkg) experienced getting connection error. Found the part that connects to vent was defected or incorrect connection. The customer confirmed that there was no patient harm associated with the reported event. As an intervention, they replaced the sample and it was resolved.